Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was used to deploy a 30mm watchman® closure device. However, during the full recapture the was and wds became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was used to deploy a 30mm watchman closure device. However, during the full recapture the was and wds became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that this complaint was previously reported under MDR ID 2134265-2018-07335.